Event description:
It was reported that while on site completing other service, the getinge field service engineer was informed that the cardiosave intra-aortic balloon pump (iabp) unit was not getting any power when the user was pulling for use. The batteries were not charging. There was no patient involvement reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes, investigation conclusion, h11. Corrected fields: d4 serial, UDI. The fse evaluated the unit for the reported malfunction. The fse discovered that the power cord had a short or break somewhere between the plug and the power supply. The fse replaced the ac power cord reel, and let the batteries charge for an hour to ensure proper performance. The fse completed a preventive maintenance with all calibrations, performance, and safety tests. The iabp was returned to the customer and approved for clinical use. The failure analysis and testing department received ac power cord reel with a reported unit failure of not getting any power. The fat department performed a visual inspection of the part received and found that the power cord reel is in good condition. The fat department installed the power cord reel in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department could not verify the absence of power as experienced by the customer. Retained the part ac power cord reel in the fat dept. Per procedure.

Event description:
N/a.